Event description:
It was reported that during a follow up visit, this right atrial (ra) lead was suspected of intermittent loss of capture (loc). The health care professional (hcp) called technical services (ts) for further review of the presenting electrogram (egm). Upon review, the presenting egm showed that the right atrial automatic threshold (raat) was in suspension due low evoked response (ER). It was noted the raat appeared to have been failing since implant. Ts was unable to confirm capture on the egm and recommended for patient to be scheduled for a clinic visit for further evaluation. No adverse patient effects were reported. This ra lead remains in service. Subsequent additional information was received that reported that the device was checked by the clinician. The patient was noted to have frequent premature atrial contraction (pac) which caused difficulties in seeing capture. There was no loss of capture (loc) observed, and the right atrial (ra) lead was threshold was slightly elevated. The clinician will continue to monitor the ra lead. No additional adverse patient effects were reported. This ra lead remains in service.

Event description:
It was reported that during a follow up visit, this right atrial (ra) lead was suspected of intermittent loss of capture (loc). The health care professional (hcp) called technical services (ts) for further review of the presenting electrogram (egm). Upon review, the presenting egm showed that the right atrial automatic threshold (raat) was in suspension due low evoked response (ER). It was noted the raat appeared to have been failing since implant. Ts was unable to confirm capture on the egm and recommended for patient to be scheduled for a clinic visit for further evaluation. No adverse patient effects were reported. This ra lead remains in service.